Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Litigation also alleges the patient suffers from pain, elevated ions and metallosis. Adding the stem to the complaint for elevated ions. In addition to what was previously reported, litigation also alleges inability to do daily activities. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and pathologic fracture of his greater trochanter. On the revision note it was mentioned that he had fluid within the hip capsule and debris within the fluid. In addition there was some lysis found minimally within the pubis. There was significant lysis posteriorly found within the trochanter lateral to the edge of the stem. The stem was well fixed. The lateral shoulder was debrided where there was some metallosis within the trochanter. There was no impingement. In addition to what was previously reported, litigation also alleges the patient suffers from pain, elevated ions and metallosis. Doi: (B)(6) 2009; dor: (B)(6) 2017; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.